Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse checked the acid base volume, performed dark count, and checked magnetic dispense and aspiration. The cse replaced the wash block, aspiration tubing, and grey pump tubing. The cse ran quality controls and precision testing on quality controls and the instrument was operational. The cse returned to the customer site and decontaminated the instrument. The cse calibrated and ran a precision study. Precision was as expected for the system and the tni-ultra assay. Siemens is investigating this issue.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s), who questioned them. Both patients were admitted based on the elevated results and underwent an esophageal echogram. Patient (B)(6) underwent a throat stint. The samples were repeated twice on the same instrument, resulting lower on both. The physician had ordered routine serial tni-ultra samples to be drawn and all subsequent tni-ultra resulted lower. The corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated tni-ultra results.

Manufacturer narrative:
The initial MDR 2432235-2015-00543 was filed on (B)(6) 2015. Additional information (11/24/2015): a siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit. The cse found that the sample and reagent probes were lubricated, and lubricant had seeped into the sample tip adaptor. The cse cleaned the probe rails, replaced the sample tip adaptor, and verified proper wash station function. The cse verified the luminometer was clean and dark counts were normal. The cse calibrated all probe positions, verified proper dispense volumes from all pumps, and replaced grey peristaltic pump tubing, all waste tubing, and water and wash 1 tubing. The cse then ran daily clean, de-fragmented the hard drive, and ran quality controls and precision, which resulted within range. The cause of the discordant, falsely elevated tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.